Manufacturer narrative:
(B)(4). Altay o. Altuntas, helen alsop, justin p. Cobb. (2013)"early results of a domed tibia, mobile bearing lateral unicompartmental knee arthroplasty from an independent centre. The knee volume 20, issue 6, december 2013, pages 466-470, http://www.sciencedirect.com/science/article/pii/s096801601200230x?via%3dihub. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Information received based on review of a journal article, entitled "early results of a domed tibia, mobile bearing lateral unicompartmental knee arthroplasty from an independent centre" by altay o. Altuntas et al. (2012) this complaint refers to the reported an arthroscopic washout performed 4 weeks post primary surgery, due to haemarthrosis (bleeding into the joint). "One patient had a haemarthrosis and required arthroscopic washout. His function improved by 13 (from 26 to 39) at 21 months." - page 468.